Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed multiple pump reboots on the event date. The pump rewind, load, and prime steps were completed successfully with no alarms. The battery cap was observed to be damaged with stripped threads and did not properly secure to the pump. The pump was exercised for 24 hours with a test battery cap and lost power due to a crack in the battery compartment that allowed the battery cap to disconnect. Additionally, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the issues, the bolus button cover was torn, however the button was responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, a cracked battery compartment, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.